Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. Product analysis confirmed a device malfunction based on the identification of multiple leaks in the cylinder body of cylinder 1 and a bulge in cylinder 2. The product record review indicated that the reported events do not represent an unanticipated event. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device malfunctioned and wore out. The device was explanted and a new ipp was implanted. No information about the patient's outcome was provided. Additional information received. According to the physician, the ipp was replaced because it was very old. The age of the device was not provided.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the device malfunctioned and worn out. The device was explanted and a new ipp was implanted. No information about the patient's outcome was provided. Additional information received. According to the physician, the ipp was replaced because it was very old. The age of the device was not provided.